Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during a biliary stenting procedure performed on (B)(6), 2009. According to the complainant, after a non-bsc 0.035 guidewire was placed through the stricture, it was observed that the jacket of the guidewire was damaged. With difficulty, the physician was able to get the wire through the access port of the delivery system. The delivery system was then advanced through the scope without any problems. Once in position, the nurse tried to deploy the stent, but was unable to. The physician removed the delivery system and completed the procedure with a new hydra jagwire and a biliary wallstent. The new stent was placed without any issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Based on investigation results of sheath damaged and inner shaft detached/separated, this is now a reportable event.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted and the distal end of the outer sheath was accordioned. The device was returned in 2 sections as the inner lumen had broken at the guidewire access port and the proximal end of the inner lumen had been withdrawn from the outer sheath. The outer sheath was also accordioned at 25mm distal to the proximal end of the clear outer sheath. During analysis the distal end of the inner lumen was withdrawn from the outer sheath and the stent was deployed. No issues were noted with the stent. The inner lumen had broken at 250mm proximal to its distal end. The most likely root cause is operational context; the stent device was likely damaged during the attempt to deploy the stent over a damaged guidewire. A labeling review identified that the device was used per the directions for use. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).